Manufacturer narrative:
Medical devices: d354drg ICD implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that there was oversensing due to non-physiologic signals/sensing integrity counter. Analysis also indicated that the impedance of the right ventricular defibrillation coil and the impedance of the superior vena cava defibrillation coil were beyond the expected upper range.

Event description:
It was reported there was an alert for high impedance on the lead. The lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.